Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing. A review of the service history and device history was performed with no issues noted. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events. There was no failure or malfunction identified that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized approximately one month prior to receipt of this report for generalized weakness, pain in the left lower quadrant, and redness at the catheter site. The patient was treated with vancomycin (indication for use, route, dose, frequency not reported). The patient was transferred to another facility approximately two weeks later for ongoing treatment due to generalized weakness. The patient was discharged from the hospital five days prior to receipt of this report. The date and cause of death was unknown. Pd therapy was on-going and it was unknown if the patient was performing therapy at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional relevant information is received.